Event description:
It was reported that at a device follow up, the threshold was high on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.